Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the videoarthroscope had a foggy image. A visual inspection was performed and showed the scope to have damaged negative lens with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed.

Event description:
It was reported that the video arthroscope had a foggy image. No patient injury reported.